Event description:
Insufficient weight removal. There was no pt injury or medical intervention. The gambro technical services rep was unable to duplicate but replaced a suspected intermittent ultrafiltration pump thermal fuse.